Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user received a rapid fall glucose alert near 98 mg/dl, then entered a ¿less than¿ meal announcement and ate a ham and cheese sandwich, after which her glucose decreased to about 52 mg/dl and remained low; the agent provided troubleshooting and education regarding appropriate treatment of hypoglycemia and avoidance of using meal announcements as a correction. Symptoms included hypoglycemia. Outcomes included user education with no hospitalization. Investigation included complaint intake review and user coaching on device use and hypoglycemia treatment. Investigation of this case revealed user technique and use error related to inappropriate meal announcement during a low, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user handling rather than device performance. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.